Event description:
Boston scientific received information that this lead had detected abdominal muscle myopotential noise, leading to pacing inhibition with a period of asystole greater than two seconds. No adverse patient effects were reported at the time of the asystole. The patient died several days later due to aortic stenosis acclusion, heart faillure, and pneumonia. At the time of the patient's death, the physician reported the death was not related to the implanted product, and the previous asystole did not contribute to the patient's heart failure.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.